Manufacturer narrative:
A field safety notice, fsn; z-1890-2024 was delivered to physicians in (B)(6) 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients' programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In (B)(6) 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging. With all the available information, boston scientific concludes that the cause of the patient device experiencing device reset while charging was confirmed based on database review. The device was not returned; therefore, device analysis could not be done. A review of the manufacturing records associated with the lead and the ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is cause traced to device design.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.